Manufacturer narrative:
Support log reviewed and no anomolies fo....

Event description:
(B)(6) 2015 (B)(6) center called to report a (B)(6) year old female patient with neck treatment in (B)(6) 2014 may have had a stroke during the treatment. The practice learned about this at a recent follow up visit with the patient on (B)(6) 2015 for a dermalogical visit. According to the practice, the patient went to the doctor the same day following the treatment to learn that a stroke occurred. The patient is previous smoker with a history of clotted arteries according to the practice. Additional information was requested from the practice, however the patient did not provide details regarding the incident. The support log was reviewed to ensure no anomalies with the device. The alleged stroke is unrelated to ultrasound of the neck